Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that there was foreign material on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted the guide wire came to an occlusion at 86 cm. The occlusion could be identified as dried contrast in the conductor lumen. There was a competitor guide wire returned with the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire would not pass through the left ventricular (lv) lead. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.